Manufacturer narrative:
Although requested, the AED has not been returned and the cause of the complaint is not known.

Event description:
A customer reported that their AED's battery was depleted. When tested with a spare battery pack, their unit powered on. They reported this did not occur during patient use.